Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient expired on (B)(6) 2017 due to cerebrovascular accident (cva). The patient was having elective urology surgery and had a planned admission for heparin bridging. Days prior to admission the patient chose to stop warfarin. This was not per lvad clinician instructions. The cva occurred while the patient was in the hospital. CT scan showed hemorrhagic cva. The patient¿s inr at the time of the event was unknown.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A correlation between the device and the reported hemorrhagic cerebral vascular accident (cva) could not be conclusively determined. The account communicated that the patient stopped taking their prescribed warfarin and ultimately expired from a hemorrhagic cva on (B)(6) 2017. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.